Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The infection was suspected approximately two to three weeks post-implant and the physician decided to take a wait-and-see approach. After the patient's condition didn't improve, surgical intervention was performed and the device was explanted. No additional adverse patient effects were reported.